Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Additional product codes for this report include hwc. (B)(4). Due to the complained issue, the device was not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Hospital contact number: (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of the device history records has been requested and is currently pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a surgical procedure on (B)(6) 2016 to treat an olecranon fracture. During the procedure, the surgeon applied twist bending on the proximal tab of the plate as the plate was not fitting properly to the patient's bone. The first applied bend was to see how the plate fit; then, a second bend was applied, breaking the plate. Both bends were done away from the patient's body with no fragments generated or retained. Although there was no information provided as to the availability of another plate, the procedure was said to have been completed successfully without delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Part return was reported on the previous supplemental medwatch, but the date was inadvertently excluded for the associated field. Date populated in this report. Manufacturing investigation evaluation: the complainant device was received loose within a bag. The part was laser etched with part number: 04.107.102 / lot: 9964201. A visual inspection of plate shows that the part is broken into two (2) pieces at the va3 hole. Additionally, the device is twisted/bent/deformed with marks and scratches visible on the top and bottom surfaces. The raw material of the returned device was verified and found to be conforming with specifications. The part was inspected for the following items: combi holes minor - found to be conforming. Va x-cut width and length go gage (holes 1 through 8) - holes 4, 5, and 6 were deformed/twisted post-production and hole 3 was broken as reported. Va x-cut width and length no go gage (holes 1 through 8) - hole 4 was deformed/twisted post-production and hole 3 was broken as reported. Minimum wall va hole plate edge (2 locations) ¿ both locations passed. Minimum wall suture holes ¿ all holes were found to be conforming except hole 3, which was broken. Suture thickness go gage (holes 1 through 6) - all holes were found to be conforming. Suture thickness no go gage (holes 1 through 6) - all holes were found to be conforming except for hole 1, which did not pass due to damage (twisted/bent) head thickness (1 location) - passed with a measurement of 2.85. Due to the bent/deformed condition of the device, the manufacturer could not confirm va pitch depth or va hole minor. Overall conclusion: since this lot met all dimensional and visual criteria at the time of release with no issues documented that would contribute to the complaint condition, it has been concluded that any damage, twist, or out-of-specification condition occurred after the product left the manufacturing facility. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history record was performed and revealed no complaint related anomalies. The device history record shows this lot of va-lcp proximal olecranon plate was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.